Manufacturer narrative:
No parts were replaced, therefore the investigation consist of an evaluation of the logs that were downloaded and received from the ventilator. The logs showed that the alarm ¿expiratory minute volume¿ was followed by the alarms ¿silenced message¿ indicating presences of staff. Thereafter a ¿peep low¿ alarm and a ¿patient circuit disconnected¿ alarm. This alarm sequence confirms the reported observation but, it also shows that the appropriate alarms for the situation were generated. The alarms expiratory minute volume low, peep low, and the patient circuit disconnected alarms all together indicated a disconnect situation. The characteristics of a disconnect situation depend, among others, on how and where it occurs in the patient circuit, the parameter settings, and the alarm limit settings. There are therefore, several alarms to detect a disconnect situation. The sequence of these alarms depends on when the conditions of a particular alarm condition are fulfilled. Our conclusion in the matter is, that there was no ventilator malfunction. The ventilator alarmed promptly for the disconnect situation. The sequence of the alarms depends on fulfillment of the alarm conditions and therefore, the "patient circuit disconnected¿ alarm does not necessarily have to be the first one prompted, as was expected by the respiratory therapist.

Event description:
It was reported that while the ventilator was connected to a patient, a disconnection of the patient from the ventilator occurred. The ventilator generated the "low minute volume" alarm but the respiratory therapist thought that it would have been the "patient circuit disconnected" alarm instead. There was no patient harm reported. (B)(4)